Event description:
An endurant ii stent graft system were implanted for the endovascular treatment of a 6.5 cm diameter abdominal aortic aneurysm. The external and common iliac arteries were tortuous. The right and left iliac arteries were moderately calcified. The proximal neck was mildly to moderately angulated and moderately calcified. The proximal neck measured 29, 27, 29 mm in diameter and approximately 30 mm in length. The left common iliac artery measured 20, 17, 20, 15 mm in diameter. The right common iliac artery measured 20, 14, 14, 12 mm in diameter. It was reported that when the delivery system for the bifurcate was inserted into the patient, the radiopaque marker was rotated opposite than what was desired. The physician rotated the device to correct the orientation. The device did not move up or down as the physician rotated the device. When the bifurcate started to deploy, it was noticed that the radiopaque gate marker was again not in the desired location. The device was rotated slowly again to correct the orientation. Approximately three stents were deployed at this time. The bifurcate was deployed without further issue. The contralateral limb was cannulated and implanted without difficulty. The physician then went and ballooned the stent graft with a reliant balloon, and the physician stated that the body of the stent graft seemed to recoil with the balloon. Upon closer inspection, it appeared that the body of the stent graft was twisted or infolded. Intravascular ultrasound was not used to clarify or confirm. A final angiogram was done and proximal type I endoleak was noted. Another manufacturer's bare stent was placed in the aortic neck at the level of the renal arteries. The proximal type I endoleak was r esolved. Per the physician, the event was related to the device. Per the physician, the cause of the radiopaque marker was rotated opposite than what was desired when the bifurcate was inserted into the patient was due to patient's anatomy: tortuosity and calcification. The gate marker on the stent graft opened to where it was planned. The event was caused by torquing the device when the physician tried to orient the gate marker. The cause of stent graft twisting and infolding leading to proximal type I endoleak was due to the rotating of the delivery system during the stent graft deployment. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4)